Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, had unsuccessful right atrial automatic threshold (raat) tests due to low evoked response. Per the last successful raat test, ra auto 3.5v and the ra was programmed to trend 2v. Review of the presenting electrogram (egm) showed ap vp with as every two seconds, likely due to ra non-capture with sinus bradycardia in the 30s beats per minute (bpm) based on an output of 2v and high ra thresholds. Technical services (ts) discussed troubleshooting options and next steps, recommending ra lead evaluation in clinic and possible ra lead revision at the next device changeout. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, had unsuccessful right atrial automatic threshold (raat) tests due to low evoked response. Per the last successful raat test, ra auto 3.5v and the ra was programmed to trend 2v. Review of the presenting electrogram (egm) showed ap vp with as every two seconds, likely due to ra non-capture with sinus bradycardia in the 30s beats per minute (bpm) based on an output of 2v and high ra thresholds. Technical services (ts) discussed troubleshooting options and next steps, recommending ra lead evaluation in clinic and possible ra lead revision at the next device changeout. This pacemaker system remains in service. No additional adverse patient effects were reported.